Event description:
Reporter indicated a vns programming handheld computer displayed the screen "to clear all data, press," pressing the button as indicated did not advance the screen. Troubleshooting did not resolve the issue. Good faith attempts to obtain the product for analysis have been unsuccessful to date.